Manufacturer narrative:
The last calibration was done on 04-dec-2020 and an error was received. Calibration was run again and it passed. Qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer was unable to determine a cause. He checked and replaced various parts of the analyzer. The customer ran precision testing, calibration, and qc.

Event description:
The initial reporter received a questionable a1c-2 tina-quant hemoglobin a1c gen.2 result for one patient sample from the cobas 8000 cobas c 502 module. The initial result was 10% and was reported outside of the laboratory. The repeat result from another analyzer was 6.6%. The repeat result from the original analyzer was 6.4%. The reagent lot number was 348467 with an expiration date of 20-dec-2020.